Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. The sjm representative was unable to resolve the issue with reprogramming at that time. However, the issue recurred and the sjm representative attempted troubleshooting to no avail. Surgical intervention was taken to explant and replace the lead which resolved the issue.